Event description:
Pt was complaining of pain. Implants were removed and new components implanted. The stem was well fixed so it was not re-implanted/explanted.

Manufacturer narrative:
Device is a custom component. This is the initial report submitted regarding this surgical event and medical device.